Event description:
It was reported that during a da vinci-assisted surgical procedure, customer was unable to close the jaws of monopolar curved scissors (mcs) instrument. Upon further inspection, the wires were exposed. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.